Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with a 4fr catheter and implant for evaluation; the pusher was not returned. The implant coil was stuck inside the catheter. The tie-knot at the proximal section was noted to be broken. The proximal section of the implant was stretched; however, the distal end of the implant maintained some of its secondary shape and contained the hydrogel attached to the distal end. The d35 cx coil is recommended to be used with ID guide catheters measuring between 0.041-0.047, however this device was used with a 0.035" which has a tighter tolerance. Based on the investigation findings and available information, the reported complaint could not be confirmed; the pusher was not returned, to evaluate the type of detachment. The root cause could not be determined; however, the damage to the device exhibited evidence that the smaller circumference of the catheter used for the procedure may have caused the reported resistance, resulting in the detachment of the coil.

Event description:
It was reported that an embolization coil was difficult to navigate to the treatment site in the hypogastric artery. The coil was resheathed and removed, and the catheter was exchanged for a new one. The coil was re-inserted into the new catheter; however, it detached inside the catheter. Both segments of the coil were removed in their entirety along with the catheter. There was no reported intervention or patient injury. The patient is reported to be stable.